Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced connection issue with leakage. The following information was provided by the initial reporter: the pt's IV was started without difficulty however difficulty arose when trying to screw the hub of the pigtail onto the catheter site. There were multiple attempts to get the catheter secure but it continued to leak saline and blood from the connection site. Site was retaped twice and after the third pigtail rn's were able to stop the leak. The pt became unsettled at the site of the blood but was quickly comforted with cool cloth to the back of the neck.

Manufacturer narrative:
Investigation summary: a sample was received and tested by our quality team. The device showed no issues after initial visual inspection. The connector was determined to be a mp9004-c set after cross checking with product records. The device was then tested for leaks and connection issues by infusing saline and with higher pressure with syringes. No leaks were noticed. Attempts were made to acquire more information from the customer rep but no further updates were received. Without any further information and without a leak realized, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set experienced connection issue with leakage. The following information was provided by the initial reporter: the pt's IV was started without difficulty however difficulty arose when trying to screw the hub of the pigtail onto the catheter site. There were multiple attempts to get the catheter secure but it continued to leak saline and blood from the connection site. Site was retaped twice and after the third pigtail rn's were able to stop the leak. The pt became unsettled at the site of the blood but was quickly comforted with cool cloth to the back of the neck.